Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary tubing container. The primary tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a symbiq pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site on the primary tubing set for piggyback delivery of an unspecified chemotherapeutic agent. After an unspecified length of time, the nurse noted backflow of solution from the secondary solution container into the primary tubing container. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided including if the primary solution container was hung lower than the secondary solution container and if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer contact indicated that the device was discarded; however, a rep device of the same list number from hospira stock was evaluated. The device passed testing. No backflow of fluid was noted. Based on the data verified, hospira could not attribute the issue to the device. The list number has a common device name of 80fpa and a 510k of k103344. This report represents all the info known by the reporter upon query by hospira personnel.